Event description:
The customer contacted baxter?s technical service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use, during fill 4 of 5. The caller moved the supply bag to the heater line and had a system error 2267 alarm. The baxter technical service representative (tsr) cleared and explained the alarm and told the caller to discard the supplies and the caller would finish with manuals. The tsr told the caller that the bags should not be moved from one line to another and told the caller to let the doctor or dialysis registered nurse (rn) know the hp was connected when bags were switched. The caller would call back if there were any problems or questions. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed based on the customer report. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.